Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lumen broke during removal procedure. Port was implanted for 7 years 10 months and was being used to treated for a brain malignancy. Throughout the treatment there were no complications. During removal of the catheter, where the rupture of the catheter occurred, there was a need for a catheterization to remove the fragments.

Manufacturer narrative:
There are documented cases in the literature of difficulty removing ports after prolonged implantation. There is an association of difficult removal with early age at insertion, and long port dwell time. The device was implanted when the patient was 2 years old and undergoing treatment for brain malignancy. The device was removed when the patient was 9 years old. The port was implanted for 7 years, 10 months. The facility indicated it is not a technical complaint associated with the product.